Manufacturer narrative:
Tech support walked the user through restarting the xhibit central station. Following restart, the customer confirmed the device was functional. While cause of failure could not be determined, information provided suggests that the failure was due to a memory leak which is resolved via restart.

Event description:
The customer reported that while in use, the xhibit central station software became unresponsive and stopped showing waveforms. There was no patient or user harm associated with this event.